Event description:
Report received of an over-delivery of narcotic. The pt was receiving meperidine 10mg/ml in the pca only mode with pca dose of 30mg every 30 minutes with a 4-hour lockout of 80mg. According to reports received, at 1748 the pump was cleared with 80mg (8ml) remaining in the syringe. According to the customer contact, at 2000, the patient was lethargic, disoriented and weak with a blood pressure of 99/47, a heart rate of 76 and a respiratory rate of 18. At 2047, the nurse reported clamping the pca line and called the md, who discontinued the pca. It was reported that at that time the pump display showed that 10mg had been delivered, but the syringe showed 50mg (5ml) remaining. The customer contact reported that the pump had delivered the 30mg but only recorded 10mg being given. The customer contact did report that what was delivered was within the ordered parameters. The lowest reported blood pressure for the pt was 87/57 at 2300, with the heart rate remaining stable at 74 and respiratory rate stable at 20. There was no intervention required with the pt, and the pt recovered without any further reported incident.